Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument suddenly stopped working. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Fa investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken blade. The blade broke at roughly 0.20¿ from the base. A piece measuring approximately 0.084¿ x 0.411¿ was missing and was not returned. The components adjacent to the broken blade do not show damage. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information : the breakage on harmonic ace instrument did not cause fragment(s) to fall inside of the patient's anatomy. The patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Post-operative tests like x-ray or ultrasound were not performed to check for remaining fragments.